Event description:
The core impaction drill was sent for eval due to overheating during a wisdom tooth extraction procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device functioned according to specification during performance testing. No failures were noted. The device was cleaned lubed adjusted and returned to the customer.